Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: manufacturing record review cannot be performed since the serial number is unknown. Historical data analysis: unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a monofocal intraocular lens (iol) in one eye and a zkb00 iol in the other eye. The patient¿s actual distance and near visual acuity (va)s were considered optimal per healthcare provider (hcp); however, the patient had subjective complaints of ¿she cannot see¿ and has headaches. She went to a different surgeon who performed a yttrium-aluminum garnet (yag) capsulotomy and then the patient was seen by different surgeons for third and fourth opinions and ultimately had the lens was explanted, retinal detachment, vitrectomy. No further information was provided.